Event description:
Received a user facility report stating "the heartstring iii proximal seal system was found to be slightly unwound prior to use on the pt. A second device was opened and used without incident on the pt". This occurred during a triple coronary artery bypass graft surgery. The report stated that the product is available for eval but when the territory mgr attempted to pick up the device, the hospital could not locate it and informed her that it may have been discarded.

Manufacturer narrative:
The product will not be returned to maquet for investigation. Therefore, a device eval could not be performed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).